Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right ventricular (rv) lead, resulting in low pacing impedance measurements of 180 ohms. Additionally, noise was noted with isometrics and when patient was sitting. However, when the patient was interrogated, the rv pacing impedance measurement was within acceptable limits. Boston scientific technical services was consulted and discussed troubleshooting options. An impending insulation breach was suspected; however, the cause wasn't conclusively determined. Further, patient was scheduled for a follow-up at a future date. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.